Event description:
It was reported when the doctor was attempting to insert the screw into the mesh panel, the 2.0mm screw was unable to be inserted. He then tried the 2.5mm emergency screw, which he was unable to get the screw through the plate hole. There was a 30-40 minute delay in the case.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Customer was advised you have to predrill / tap into the mesh prior to screw fixation.